Event description:
According to the reporter: the balloon fell off the device into the patient. Currently the patient is doing well. There was no patient injury/hazard. There was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes in the operating room. Although the balloon fell into the patient it was successfully retrieved. No fragment was left in the patient.

Manufacturer narrative:
(B)(4)